Event description:
New information received indicated that device was reprogrammed. Subsequent follow-up, further noise was observed.

Event description:
It was reported an asymptomatic patient presented in clinic after receiving an alert for non-sustained lead noise episode due to oversensing on the ventricular near-field channel. Further testing and programming changes were recommended. The patient will be monitored.

Event description:
New information received indicated that myopotential oversensing was observed and programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.